Event description:
The following publication was reviewed by gore: title: use of covered stent grafts to treat an extracranial carotid artery aneurysm due to carotid stent deformation: a case report source: clinical neurology and neurosurgery, 241, p. 108272. This is a case report describing treatment of 77-year-old patient with a history of right hemiplegia and mild aphasia due to left cerebral infarction who presented with new left limb weakness. Head magnetic resonance imaging (MRI) at admission revealed a right-sided watershed infarction, and subsequent magnetic resonance angiography, computed tomography angiography (cta), and carotid artery ultrasonography confirmed significant stenosis in the right internal carotid artery. Four months after the initial onset, the team performed carotid artery stenting (cas) to treat the stenosis. An 8×25-mm casper rx stent was placed. No adverse events occurred during the perioperative period. Six months after cas, follow-up carotid artery ultrasonography revealed the presence of an aneurysm in the right common carotid artery (cca), near the proximal edge of the stent. This finding was confirmed by cta, which detected a pseudoaneurysm at the proximal edge of the stent and the flared section of the casper rx stent was dilated within an aneurysm, indicating arterial wall injury due to stent strut distortion at the proximal edge. The patient did not exhibit signs of fever or other indications of inflammation. The team diagnosed extracranial carotid artery aneurysms (ecaa) due to stent deformation. For the procedure, a 7-french (f) guiding sheath was introduced under local anesthesia via the right common femoral artery. Angiography of the right cca revealed a 20-mm aneurysm at the proximal edge of the previous stent. Subsequently, a microcatheter was navigated into the external carotid artery with a guidewire by using a trans-cell technique. Employing proximal flow control with a 4×10-mm balloon surgeons prophylactically embolized the external carotid artery with coils from the microcatheter to prevent back bleeding. Occlusion of the blood flow in the external carotid artery was achieved. To cover the full length of the previous stent, the team placed 6×50-mm and 8×50-mm covered viabahn stent grafts over a guidewire. Post-dilation was performed with balloon dilation catheters. The puncture site was sealed with a closure device and the final assessment revealed complete exclusion of the aneurysm. After the procedure, post-procedural cone-beam computed tomography revealed a minor subarachnoid hemorrhage in the right frontal region. This is believed to be attributed to an increase in systolic blood pressure up to 202 mmhg during the procedure. On the second day after the operation, the patient experienced an epileptic episode and was promptly treated with antiepileptic medication. Diffusion-weighted MRI obtained two days after cas showed several small areas of high-signal intensity, but the patient did not exhibit any new neurological deficits. Additionally, on the sixth post-procedure day, the team identified an iatrogenic pseudoaneurysm in the common femoral artery stemming from the puncture site. The following day, a vascular surgeon performed a direct repair of this pseudoaneurysm. Upon discharge, the patient¿s symptoms had not worsened, and his modified rankin scale score was the same as it had been before placement of the covered stent grafts. Dual antiplatelet therapy was continued for six months following the placement of the covered stent graft. Importantly, a follow-up carotid artery ultrasonography approximately six months after the procedure revealed no recurrence of ecaa. It is important to note that although covered stent grafts appear to be an effective treatment for ecaas, their use is limited in japan because of their off-label status for carotid artery aneurysms.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. A review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: pseudoaneurysm, stroke. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Literature title: use of covered stent grafts to treat an extracranial carotid artery aneurysm due to carotid stent deformation: a case report. Source: clinical neurology and neurosurgery, 241, p. 108272. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.